Event description:
Synergy china registry. It was reported that angina occurred. In (B)(6) 2023, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion #1 was located in the proximal right coronary artery (rca) extending up to distal rca with 100% stenosis and was 108 mm long, with a reference vessel diameter of 3.00 mm. The target lesion #1 was treated with pre-dilatation and placement of 2.25 mm x 12 mm overlapping with 2.75 mm x 38 mm and 3.00 mm x 38 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion #2 was located in the first right posterolateral segment (rpl) with 100% stenosis and was 14 mm long, with a reference vessel diameter of 2.25 mm. The target lesion #2 was treated with pre-dilatation and placement of 2.25 mm x 16 mm synergy stent system. Post-dilatation was not performed, the residual stenosis was noted to be 0%. Eight days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject presented with symptoms of angina and was hospitalized on the same day for further treatment. The subject was referred for coronary angiography which revealed 100% stenosis in the first rpl, which had previously placed study device, was treated with percutaneous coronary intervention [target vessel revascularization (tvr)]. Post intervention, residual stenosis was 0%. No other action was taken to treat the event. The event was considered to be recovering/resolving. Four days later, the subject was discharged from the hospital.